Event description:
Device report from synthes reports an event in columbia as follows: it was reported a revision surgery occurred on an unknown date in (B)(6) 2023. The technical assistant performed the pre-operative plan with the surgeon, which was noted as "the plan is to remove the medial plate. The lateral plate will be left. Only the distal screws are to be released. The osteotomy will be performed, and the insert will be placed to correct the pseudoarthrosis". During the procedure the medial plate was removed and then the distal screws of the lateral plate were removed, but the plate was not removed. Osteotomy was performed and the insert was placed, then proceeded to fix the plate using new screws from j&j. It should be noted that 2 interfragmentary compression screws were also placed. The procedure ended without any novelty and with total normality. The plate implanted in the patient was from another brand, and the screws to fix this plate are from j&j. Original implant date was not noted. This is for one (1) 4.5mm cortex screw self-tapping 32mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: unknown event date d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative reporter telephone number: (B)(6). H4 device history product code : 214.832, lot number# 501p238. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15/10/2021. Manufacturing site:jabil grenchen. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.